Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not interfacing with the epic ehr. Medications loaded into the device did not populate in the ehr medication list and dispenses from the device did not appear in the patient order history, indicating the station was not communicating with epic as intended. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of this incident, a technical support specialist spoke with the customer regarding the case and confirmed that the issue was related to communication. The tss advised the customer to reboot the station and perform an unload and reload to refresh communication. The customer also unloaded and reloaded allopurinol 300 mg, and that one updated correctly. But when the user unloaded atenolol 50 mg, it still shows on the adu med list in epic even though pyxis shows it is no longer loaded. The system isn¿t synchronizing the medication removal. The tss confirmed that the customer had placed a ticket with integration team as the issue seems to be on the epic side. The customer will follow-up with epic team for the resolution and tss proceeded with case closure.